Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -12.0 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was implanted upside down. Intraoperatively the lens was removed and this resolved the problem. The cause of the event was reported as unknown.